Manufacturer narrative:
(B)(4). Date sent: 1/21/2025. Corrected data: d4 UDI #. Call home revealed reflected power errors. No device will be returned to neuwave since it was discarded. The potential cause of the reflected power errors is unknown. A search of nonconformities (ncs) was performed for lot ml24059174. There were no observed nonconformities for this lot. Manufacture date: 05/01/2024, expiration date: 01/31/2028.

Manufacturer narrative:
(B)(4) date sent: 12/20/2024 d4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the location and size of tumor? What was the distance between the 2 probe tips in the tumor? Did the physician experience any unusual force while placing the failed probe? Was a lateral force applied to the failed probe at any point during the procedure? Did the failed probe require extra force during insertion? Did the physician experience any resistance during insertion and/or use of the probe? What were the power settings of the system during use? Is a picture of the failed probe available? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when they started ablating, one of the two probes began to fail after the first minute. Surgeon continued the case with just one probe. After completing the case, they went to remove the failed probe but the tip of it started to dangle. A small fragment was seen in the kidney on x-ray. No plans made to remove it due to it not being set to cause any further harm to the patient.